Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the beam was observed to fire straight. The procedure was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.